Event description:
It was reported that the lead dislodged one week post implant. The lead was repositioned. Three days later, the lead had dislodged and was repositioned again. The next morning, a follow-up revealed that the lead had dislodged once more. In 2009, the lead was removed ,and an epicardial lead was implanted. Upon inspection of the explanted lead, it was noted that all the tines were torn from the tip.

Manufacturer narrative:
Na